Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced level sense bead and performed cc sample probe alignments. Fse found a broken piercing blade and replaced the cap piercer assembly to address the leak. The customer has not contacted bci in regards to this issue or other issues since the completion of the service.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the followings on the synchron lx 20 pro clinical system: a probe obstruction and level sense errors. Auto gloss leak and broken blade. No injury was reported.